Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced hypoglycemia and lost consciousness. The customer was unable to self-treat and was given glycogen by a non-healthcare professional and then was given glucose dose by a healthcare professional. There was no report of death or permanent impairment associated with this event.